Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic assembly. The unit was unable to perform operating currents, self test, unexpected restart error test, error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners, and cracked reservoir tube lip the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was a drop of water on the display window. The insulin pump was returned for analysis.